Event description:
Pt's wife called stating that the backup pump beeped loudly without any error message then shut off. Pt was not using pump and was not receiving medication. Error occurred while pump was not in use. New pump being sent to pt. No further info provided. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? No. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.